Event description:
It was reported that during induction testing, the patient was induced to ventricular fibrillation (vf) and the subcutaneous implantable cardioverter defibrillator (s-ICD) detected the vf adequately but the 65 joules shock was not successful. The vf was terminated with an external defibrillator. Subsequently, the patient developed third degree atrioventricular block and was electrically decoupled at the end. Resuscitative measures were initiated. The patient was stabilized with additional medication. The device was only tested at 65 joules shock, which was not successful. It appears that the 80 joules could be successful but could not be tested due to patient condition. Additionally, the x-ray position showed a suboptimal electrode position. However, the doctor did not want to revise the electrode for the time being. At this time, no allegations have been received. No additional adverse patient effects were reported. This s-ICD remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during induction testing, the patient was induced to ventricular fibrillation (vf) and the subcutaneous implantable cardioverter defibrillator (s-ICD) detected the vf adequately but the 65 joules shock was not successful. The vf was terminated with an external defibrillator. Subsequently, the patient developed third degree atrioventricular block and was electrically decoupled at the end. Resuscitative measures were initiated. The patient was stabilized with additional medication. The device was only tested at 65 joules shock, which was not successful. It appears that the 80 joules could be successful but could not be tested due to patient condition. Additionally, the x-ray position showed a suboptimal electrode position. However, the doctor did not want to revise the electrode for the time being. At this time, no allegations have been received. No additional adverse patient effects were reported. This s-ICD remains in-service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during induction testing, the patient was induced to ventricular fibrillation (vf) and the subcutaneous implantable cardioverter defibrillator (s-ICD) detected the vf adequately but the 65 joules shock was not successful. The vf was terminated with an external defibrillator. Subsequently, the patient developed third degree atrioventricular block and was electrically decoupled at the end. Resuscitative measures were initiated. The patient was stabilized with additional medication. The device was only tested at 65 joules shock, which was not successful. It appears that the 80 joules could be successful but could not be tested due to patient condition. Additionally, the x-ray position showed a suboptimal electrode position. However, the doctor did not want to revise the electrode for the time being. At this time, no allegations have been received. No additional adverse patient effects were reported. This s-ICD remains in-service. Additional information was received that this device was explanted, and returned to boston scientific for analysis. No additional adverse patient effects were reported. No further information is available.